Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that when the 3.5 x 28 mm xience prime stent delivery system box was opened, it was found that the device inside was a 3.0 x 28 mm xience prime, with a difference lot number. The box did not appear to be previously opened. A new 3.5 x 28 mm xience prime was used to complete the case. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device and its packaging was returned for analysis, which confirmed the box and inner pouch label identification did not match. A review of the complaint handling database found no similar events for mislabeled product for this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found no systematic issue exists. There is no evidence that the issue resulted from an abbott vascular manufacturing process, and appears to have occurred outside abbott vascular control. The event will continue to be monitored per internal procedures.